Event description:
The physician reported that the packer/chang iol cutter broke in the patient's eye while cutting an iol. The broken piece was removed without injury to the patient.

Manufacturer narrative:
The device was returned corroded, rusty and damaged, an indication that the device was not maintained per the instructions for use and used to cut hard objects or material. This device is intended to cut soft, foldable lenses.